Event description:
The reporter contacted animas on (B)(6) 2013, indicating that the patient was hospitalized for 6 days. The patient was reportedly admitted to the hospital with a blood glucose level over 500mg/dl. The reporter indicated that there were no occlusion alarms in the history despite having site issues. This report is being made based on the indication that the patient.

Manufacturer narrative:
(B)(4)-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: a review of the alarm history shows occlusion alarms had occurred. The occlusion sensitivity was set to high. A review of the total daily dose history indicated that insulin delivery totals correctly reflected programmed values. Rewind, load, and prime steps were performed successfully with no alarms. The pump was exercised for 29 hours with no delivery issues. No occlusions occurred during testing. The pump was evaluated and found to be operating within required specifications and delivering insulin accurately. An occlusion was induced and the pump emitted the appropriate audio-visual alerts. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.